Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. Other relevant device(s) are: product ID: 29631, serial/lot #: (B)(4), no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a stereoelectroencephalography (seeg) procedure. It was reported that  the stereoelectroencephalography (seeg) electrodes were not implanted accurately. After a few post-CT patient examinations they verified and compare very carefully and scrupulously planned trajectory with the results of electrode location and reached targets. The conclusion of that examination was not very comfortable. All 10 locations of electrodes compared to its planned trajectories were missed as well as the reached targets vs. Planned targets. Differences between planned trajectory/targets and real electrode location were up to 6mm, which was unacceptable. Differences between planned targets and the real location of a distal end of the electrode were measured in the center of both trajectories and electrodes. The site thinks that "the drilling attachment provided with the automated trajectory guidance unit set was not compatible with another medtronic system." It was stated that it only works with and other medtronic system the site had an old versions of midas rex motor but even those drill bits were not long enough. In some trajectories where sculpture muscle and bone fractures were deep, the length of the drill bit was not allowed to make a trepanation. The tool was dedicated to making a 2.4mm hole. It was conducted by the automated trajectory guidance unit 2.5mm reducing tube and because of that, they weren¿t able to reach the bone surface. The incision made by this tool was not big enough to place the seeg drill guide deep enough into the bone. The reasoning for making the incision small like this was to prevent sawing, reduce the risk of infection and not maim too much patient¿s skin, and not make scares bigger than it¿s needed. The seeg implementation require placing up to 20 or even more electrodes. A substitute drilling solution was to use a different medtronic device but it could not be used with the navigation system as it did not have the software compatibility. The automated trajectory guidance unit for electrode implementation was not compatible in the diameter of the anchors. The drill had a diameter of 2.45mm and a bit smaller diameter of the distal part was 2.1mm. The drill was not stable during the drilling, drill guide couldn¿t keep the drill bit right in place because of its diameter and the site had to change the entry points during the procedure. There was no reported delay to the procedure. There was no further information regarding the patient. The electrodes were removed after the mapping process. The site was able to get the stereoelectroencephalography (seeg) signal events that the targets were missed. Additional information was received stating that there was no adverse event reported. The patient was in good condition with no vessels damaged and there were no bleedings reported. There were no side effects reported from the inaccurate placement of the electrodes. The site was able to do the mapping so that part was successful.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.0.1, ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.